Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal broken. Cracks on case top corners and handle, case bottom, and right plunger case. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion test. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: motor assembly, worm gear, leadscrew and clutch halves were replaced. Additional repairs included: replacement of missing cable guard, case top, case bottom and right plunger case due to physical damage, plunger cable, tapered spring due to corrosion, and defective position pot due to normal wear. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.